Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient¿s ipg was explanted and replaced with another model on (B)(6) 2017 due to reaching end of life. Implant date is unknown at this time.

Manufacturer narrative:
(Corrected data): "implant date is unknown at this time." Should be omitted from the initial report as the implant date was received before submitting the report. Implant date section in the initial report has the available information.